Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause is symptomatic late recurrence of symptoms caused by a fall and iliac wing fracture. Part numbers, lot numbers, manufacturing and expiration dates: ifuse implant, p/n 7040-90, lot# 164679, manufactured 10/03/13, expires 2018-09; ifuse implant, p/n 7040-90, lot# 166195, manufactured 11/14/13, expires 2018-11.

Event description:
On (B)(6) the surgeon performed an ifuse si joint arthrodesis on the osteoporotic patient placing two implants. The patient later fell causing an iliac wing fracture and the possible loosening of an implant. On (B)(6) 2014, the surgeon removed the implant and replaced it with a new one in a more anterior position. The patient's pain is resolving.